Event description:
It was reported that during regular clinic follow-up, intermittent loss of rv capture was observed. The patient was asymptomatic. Lead fracture was noted. Lead was capped and replaced on (B)(6) 2017. Patient¿s condition was stable throughout.

Manufacturer narrative:
Date of event should have been (B)(6) 2017 rather than (B)(6) 2017.